Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus basal delivery and motor position encoder error alarm was confirmed in the history file also, unable to perform excessive no delivery alarm test due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The operating currents are within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 8.7 mmol/l at the time of incident. The insulin pump will be returned for analysis.